Manufacturer narrative:
Date of report: 06/05/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned power supply shows that the power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. No phone number provided. The customer ordered part and replaced the power supply to address the issue.

Event description:
It was reported that the ventilator was not switching on. No patient involvement. Event date not specified; estimate used.